Event description:
Related manufacturing reference: 3008452825-2024-00571. During the atrial tachycardia procedure, communication issues resulted in a procedural delay. The validation passed, but after a while, it was noted that an amplifier error was suddenly displayed. The validation was performed again but did not pass. The dws and amplifier were turned off and started up again, but validation was not completed. The light blue patch was replaced. The validation was performed and completed, but the ablation and mapping catheters were not recognized. The catheter preset was reloaded, and recognition was performed again, with no resolution. The catheters were replaced, and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.